Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: the customer result logs attached to the ticket were reviewed. The amplification curve for sid (B)(6) did not rise above the threshold and was reported as negative. The amplification curve for sid (B)(6) generated normal amplification and was reported as positive. Review of the customer data demonstrated that the assay software and the alinity m hr hpv amp kit (list 09n15-090) lot 405912 are performing as expected. Retain/file sample review: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 405912 was performed and all testing met the acceptance criteria with a passed disposition. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. There were no instances of false negative results. The file sample evaluation testing results did not verify customer's observation. Quality data review: device history record / batch record review: the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 405912 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 405912 (including its components) did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that would indicate any issues that could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 405912 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 405912, 407166, and 403001 were searched using a lot search report template. The CAPA review did not identify any quality records related to the reported complaint for the reported lot 405912 (and components lot 405913 and 405178). Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 407167 and lot 402016. Complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 405912 was not identified.

Event description:
The customer reported a false negative result on the alinity m hpv amp kit. Patient sample ID (sid) (B)(6) was tested on (B)(6) 2025. The sample resulted negative for all targets. Curve analysis showed no clear amplification, only a slight increase in the other b channel. The result was reported as "not detected". After a pap test, the patient sent a second sample (sid (B)(6) on (B)(6) 2025. The sample was positive for other b. Curve analysis showed a normal amplification in the other b channel, and the result was reported as "detected". There was no impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.